Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional coronary arteriography procedure with a 6f sheath. Reportedly, the proglide device got trapped in the femoral tissue. The feet were not lowered due to difficulty closing the foot. An attempt was made to remove the device by releasing [cutting] the suture, but this was not successful. Femoral artery was noted to be ruptured due to the inability to close the foot which caused active bleeding. A hematoma was also observed. This resulted in the need for a surgical repair to treat the vessel rupture and bleeding cause by it, to treat the hematoma, to remove the device, and to achieve hemostasis. A clinically significant delay was reported. No additional information was provided.

Event description:
Subsequent to the initially filed emdr report, the following information was confirmed. The device was removed by cutting the suture and the femoral artery rupture was also confirmed to be treated using surgery. Additionally, analysis of the returned device found the guide to be separated at the distal end of the guide tube and not returned along with a portion of the anterior foot to be separated and not returned. Follow up with the account confirmed that this occurred during the procedure. All separated device components were removed from the patient via surgery and no device components were left in the patient. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The material separation of the guide and foot were confirmed. The entrapment and difficult to open or close are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received and analysis of the returned device, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the device broke during insertion. In this condition the foot will not close inducing entrapment and may also depending on its position cause resistance in the lever. The break will misalign the guide and foot to the needles causing cuff miss. The scratch needle is indicative of a cuff miss, and the deformation of the needle also shows a likely deflection. The foot break may have been caused by the needle deflection and a strike against the foot. The deformation of the guide tube, and actuator wire are likely due to the removal of the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.